Event description:
The nurse was placing a peripherally inserted central catheter (PICC) and needed to trim the catheter. The guidewire was pulled back and the catheter trimmed. When the nurse attempted to advance the guidewire back into the catheter it would not advance. This resulted in a new PICC needed.